Event description:
A 70 yr old female had diabetes for many yrs & long standing neuropathy. She had an ulcer on the left great toe for two years, under dr's care for 1 yr. At the time dermagraft was first applied the wound bed was 1 cm2 clean, pink and fairly superficial. She had a second ulcer under the 5th metatarsal head of the other (right) foot also treated with dg. On 2/25/98, one piece of dg was cut and applied to both ulcers. On 3/4/98 a second piece of dg was cut and applied to both ulcers. On 3/4/98 the ulcer under the 5th metatarsal head was progressing well & no further applications were made to it. At this time the ulcer is healing well. Because of having ulcers on both feet, off-weighting was difficult and a "post-op" shoe was used on the left foot to take the weight off the great toe. No progress in healing was observed on the great toe ulcer and a third application of dg was done on 3/11/98. Normally she would have been seen on 3/18 but this was delayed to 3/20/98. At that time the ulcer was infected, with a swollen toe, odor, purulent drainage and cellulitis about 5/6 cm up the medial side of the foot with edema. The pt complained of feeling ill and reported that the swollen toe had been present for 3 days. She was immediately sent to the ER and admitted to hosp 3/20/98. Cultures of the wound grew staph and strep and IV antibiotics were initiated. After 4 weeks of IV antibiotics in hosp the ulcer is improving slowly and the pt is expected to be discharged next week. Dr speculates this pt was cross-contaminated by strep transmitted during dressing changes by nursing staff who had treated another pt during the same clinic. She thinks it is possible that dg, by being placed over a colonized wound bed, could have converted an "open" wound to a "closed" condition that allowed infection to occur. She felt the timing of the infection in relationship to the application was noteworthy and judged the relationship of dg to the infection as "possible."